Event description:
Hill-rom received a report from a hill-rom service technician stating, "brakes setting, but will not hold." There was no patient/user injury reported. T(B)(4).

Manufacturer narrative:
The technician found one of the rear the casters needing to be replaced. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Caster was replaced and the issue was resolved. Based on this information, no further action is required.